Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working properly, so the patient visited the hospital two weeks before surgery. Upon explant, it was noticed that the left cylinder had a hole that caused saline leakage. The cause of the left cylinder hole was not confirmed by the hospital. After this operation, the patient improved.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working properly, so the patient visited the hospital two weeks before surgery. Upon explant, it was noticed that the left cylinder had a hole that caused saline leakage. The cause of the left cylinder hole was not confirmed by the hospital. After this operation, the patient improved.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of cylinder break, fluid leak and mechanical issue were not confirmed via product analysis. The ams700 ipp cylinder was visually inspected and functionally tested. Cylinder has a leak in proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder has broken fabric threads and exhibited bulging when inflated in cylinder body. Cylinder was not pressure test due to leak was identified. Product analysis was unable to confirm the reported event related to cylinder break and fluid leak as sharp instrument damage was identified; however, product analysis concluded that the identified bulge with broken fabric treads in cylinder was the most probable cause of the reported event. Based on the results of this investigation, no escalation is required.